Manufacturer narrative:
The serial numbers of the analyzers are (B)(6) and (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta assay results for a patient sample tested on two cobas e 411 analyzers (disk system). On (B)(6) 2026, the initial result was 6.02 iu/l using cobas e 411 sn: (B)(6). On (B)(6) 2026, the same sample was repeated on the second cobas e 411 sn: (B)(6) and the result was 6089 iu/l. Refer to the medwatch with a1 patient identifier pt (B)(6) for an additional sample involved in the event.